Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the defibrillation portion right ventricular (rv) lead was fractured. It also had a lead integrity alert (lia), high pacing impedance, oversensing, and inappropriate shocks. Reprogramming occurred and implantable cardioverter defibrillator (ICD) detections were programmed off. The lead remains in use. No further patient complications have been reported as a result of this event.